Event description:
A customer reported to baxter (B)(4) a continu-flo primary drug administration set which was blocked in an unknown location was resulted in a no-flow. The incident occured before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual test was performed and no issues were found. The sample was functionally tested for gravity and for leakage at 0.56 bar. The sample's analysis did not confirm the blockage. The reported condition was not confirmed through evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.